Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 654mg/dl. The caller stated that the customer is not with her at the time. Then the nurse called to provide information on the event. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the bolus history and found that a bolus stopped. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.